Event description:
An angio-seal device was inserted without reported difficulty. The following day, the pt complained of pain. The pulses were noted to be present, however, the pt was sent to the neurologist. An ultrasound revealed a 100% occlusion of the common femoral artery (cfa). As of 11/05/1999, no further information has been provided to the manufacturer.